Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated and was difficult to charge. The patient experienced pain, overstimulation in the lower back, and there was tenderness over the left ipg pocket site. No device malfunction was suspected. All components were explanted. No further information has been obtained

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 20232444/20232444/20226935/20226935 UDI: (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 18712847, UDI: (B)(4).